Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
During a follow-up in clinic, there was a decreased sensing value, increased capture threshold, and a loss of capture noted on the right ventricular lead. Lead dislodgement was suspected. The lead was repositioned and there was difficulty retracting the helix during the procedure. Following the procedure, there was one undersensed beat noted in real time. The procedure was completed successfully, and the patient was stable with no consequences.